Event description:
The resident allegedly fell through the sling and broke her humerus.

Manufacturer narrative:
Manufacture spoke with the user facility. A resident fell out of a sling during a transfer and broke her humerus. The facility stated the incident was a result of a user error and not a product malfunction. The equipment is still in use as a courtesy manufacturer has performed an in-service. MDR filed based on injury.